Event description:
The customer reported the high-definition lcd monitor power does not turn on. The event occurred during inspection and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a short circuit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, q607 of the circuit mounted on the board was at low impedance, and there were damages on the appearance of q606, ic603, d605, r650, r651, r652, and r646. The failures of these parts seemed to be the cause of the phenomenon ¿power could not be turned on.¿ at first, s-d of q606 short-circuited, and then +b (380v) was applied to q607 and ic603, resulted in a failure. Additionally, the customer used a humidifier by adding sodium hypochlorite. Thus, this phenomenon likely occurred because sodium hypochlorite entered inside the set. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.